Manufacturer narrative:
Additional information: section d9. Device available for evaluation? Yes returned to manufacturer on: 1/31/2021 section h3. Device returned to manufacturer? Yes. Device evaluation: visual inspection using magnification was performed to the returned sample: the plunger and pushrod was observed in advanced position. Residues of lubricant material was observed on cartridge. The cartridge tip was observed deformed. The lens was observed stuck in cartridge. The leading haptic was also observed not folded. It was too hard to remove the lens from the cartridge to addresses the haptic damaged condition reported. Based on the sample evaluation, there is no evidence to suggest that the complaint unit has been affected by the manufacturing process. The condition in which the sample returned is consistent with a product that was handled and prepared for a surgical process. The complaint issue reported as leading haptic not folded and folding issues was verified. However, the complaint issue reported as haptic damaged could not be verified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed no additional complaints have been received for this po. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age or date of birth, weight and ethnicity: unknown/ not provided. If implanted, give date: not applicable, as the lens was not implanted. If explanted, give date: not applicable, as the lens was not implanted; therefore, it was not explanted.

Event description:
It was reported that a preloaded intraocular lens (iol) with no patient contact, was defective product, the haptic was not folded, sticking straight out, bent haptic, folding/unfolding issues. No other information was provided.